Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly; the pusher assembly was kinked approximately 120.0 and 145.0 cm from the proximal end; the embolization coil was damaged in multiple locations along its length. The embolization coil was returned inside its introducer sheath, and was intact with the pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. The inner diameter (ID) of the introducer sheath was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the smart coil was damaged and the pusher assembly was kinked. This type of damage typically occurs due to improper handling during preparation or during use. If the smart coil is manipulated with force at extreme angles, damage such as this may occur. The observed kink likely contributed to the resistance experienced by the physician upon advancement of the smart coil. The od of the embolization coil and the ID of the introducer sheath were measured and found to be within specification. The non-penumbra microcatheter mentioned in the complaint was not returned to penumbra for evaluation. Smart coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization using penumbra smart coils (smart coils). During the procedure, while attempting to insert a smart coil into the hub of another manufacturer's microcatheter, the physician experienced friction on two attempts. Therefore, the smart coil was removed and the procedure was successfully completed using new smart coils. There was no report of an adverse effect to the patient.